Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that their insulin pump was not turned back on and also received failed battery alarm. The customer¿s blood glucose was 5.7 mmol/l. Troubleshooting was done for failed battery alarm. Customer reported they went to change the battery and it wouldn't work. Advised customer to wait at least 60 seconds and then insert a new fully charged battery. Customer did received a battery failed alarm. Customer has tried a replacement battery cap. Advised customer that the insulin pump will need to be replaced. Customer was advised to discontinue use of the insulin pump and recommended customer refer to back up plan per healthcare professional's instructions. Customer reported that they did not had back up plan available and the insulin pump did not came back on now. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed sleep current measurement, active current measurement, self test and displacement test. The power management tool confirmed the unloaded voltage and loaded voltage was within specification range. No failed battery test alarm noted during testing or in the insulin pump trace download. No blank display noted during testing. During visual inspection, electronics stack and motor had moisture damage.